Manufacturer narrative:
(B)(4). Batch # h52p2d. Additional information was requested and the following was obtained: on which firing did this occur? Did the device staple? Did it fire? Was there issue with it opening? If not, how was the device removed from the tissue? How was the procedure completed? Response received: the tissue is taken and the compression is performed, the machine allows firing and then it is not feasible to release the tissue between the jaws. It was necessary to sew and cut with a new device, under the anterior suture was. The procedure, despite this drawback, was successfully completed without problems for the patient. Please clarify ¿the tissue is taken and the compression is performed, the machine allows firing and then it is not feasible to release the tissue between the jaws.¿ it was necessary to sew and cut with a new device, under the anterior suture was.' Does this means the device did not open or the tissue was stuck in the jaws? Effectively, after the shot, the device does not allow the opening of the jaws, in order to withdraw from the patient and release the tissue. To do that, it was necessary to cut and suture with a new device, under the place that the old suture was. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after firing the mechanical suturing the device locked when it would be to release the tissue. Unknown how case was completed. There were no adverse consequences for the patient.